Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Four years post the index procedure the patient presented with abdominal pain and one episode of syncope. The patient was diagnosed with an impending abdominal aortic aneurysm rupture and CT showed a possible type ia endoleak. A non-mdt stent graft cuff was implanted as treatment and it was reported that the type ia endoleak resolved. A fabric tear was also found during the intervention procedure in the anterior wall of the stent, confirming a type iiib endoleak. A further two non-mdt stent graft cuffs were implanted to treat the type iiib endoleak and the endoleak was reported to have disappeared in the final angiography. No additional clinical sequelae were reported and the patient is fine.